Event description:
It was reported that a right hip revision was performed due to liner wear and pain during high activity movement. The procedure was completed using another g7 liner and ceramic head. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Device product code is unknown. PMA/510(k) number is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00019. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h6: component code: mechanical (g04) - head. Visual examination of the provided pictures identified the liner is heavily damaged from removal. Based on image liner wear cannot not be decerned from the removal damage and debris present. The femoral head have what appear to be wear lines, scuffing and bio-debris present. No additional detail can be seen based on provided images. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. The image was reviewed and determined as it is a single undated image that would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.